Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill stretched. During a coil embolization procedure, the orbit mini complex fill 3x4 coil (B)(4) was re-positioned in the aneurysm, and the coil stretched. The coil was changed to another one to complete the procedure through the same microcatheter. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the prowler 14 (mc) microcatheter at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. No resistance was noted when the coil was inserted in the microcatheter or any other time, and there were no kinks or bends on the mc that may have contributed to the event. No balloon or remodeling device was used during the procedure. The saccular aneurysm measure 6-10, neck was 4mm and the neck to sac ratio was 75%. No further information was available. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural issues, specifically the microcatheter repositioning may have contributed to the confirmed failure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3x4 coil (637mf0304) was re-positioned in the aneurysm, and the coil stretched. The coil was changed to another one to complete the procedure through the same microcatheter. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the prowler 14 (mc) microcatheter at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. No resistance was noted when the coil was inserted in the microcatheter or any other time, and there were no kinks or bends on the mc that may have contributed to the event. No balloon or remodeling device was used during the procedure. The sacular aneurysm measured 6x10, neck was 4mm and the neck to sac ratio was 75%. No further information was available.